Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had an undersensing. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was undersensing. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.